Event description:
Literature: mcgee sm, routh jc. Granberg cf, et al. Sacral neuromodulation in children with dysfunctional elimination syndrome (des): description of incisionless first stage and second stage without fluoroscopy. Urology 2009;73(3): 641-644. Summary: this study describes the use of a percutaneous technique of sacral nerve neuromodulation (sn) that eliminates the first-stage incisions and the need for second-stage fluoroscopy in children with dysfunctional elimination syndrome (des). A total of 27 children underwent sn, 19 of these patients underwent the modified technique and 8 patients underwent the conventional technique. Two patients failed to exhibit a minimal 50% improvement in symptoms after the first stage and therefore did not undergo ipg placement. The remaining 25 patients had a successful trial of sn and eventual ipg placement. None had previous neurologic abnormalities. Reportable event: one patient undergoing conventional ipg placement developed an infection at the site of implantation and required device removal 4 months after ipg placement when a subcutaneous fluid collection was identified overlying the device. The fluid was aspirated, and bacterial culture was positive for coagulase-negative staphylococcus. The ipg and lead were removed without difficulty.